Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited no image due to wear and tear of the charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2024. The customer's allegation was confirmed. The device evaluation found no image was displayed. Based on the results of the following investigation, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit, which led to the occurrence of this event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.